Manufacturer narrative:
Occupation was lay user/patient.

Event description:
Customer complained of a discrepant inr result between their coaguchek xs meter (B)(4) and a lab using an unknown reagent. The customer result was 7.3 inr. The customer had a lab test done within 7 hours and the result was 4.2 inr. There was no allegation of an adverse event. The customer's therapeutic range is 2.0-3.0 inr. The customer's warfarin dose was adjusted based on the lab result. Customer is not anemic and does not have antiphospholipid antibodies. Customer recently had a change to their dose of carbamazepine which is taken for epilepsy. Customer had no diet changes and no new illness. Customer is currently in stable condition. Retention test strips (294151) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.